Event description:
Nurse plugged in the harmonic cord and there was no contact. Got a different hand piece and no contact. Tried a different harmonic machine no contact. Got a different harmonic ace shears and product worked.